Event description:
Philips received a complaint on the xl+ device indicating that the shock test failed. There was reportedly no patient involvement. The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the shock test was due to the therapy capacitor being defective. The bench repair technician replaced the therapy capacitor. The device passed all performance assurance tests and was returned to the customer. It has been concluded that no further action is required at this time